Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During preparation and flushing, which was performed with the telescope advanced, difficulty in flushing and air ingress were noted throughout. Air was aspirated using a non-boston scientific syringe; however, despite multiple flushing attempts, only a minimal amount exited the tip, and proper flushing could not be achieved. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During preparation and flushing, which was performed with the telescope advanced, difficulty in flushing and air ingress were noted throughout. Air was aspirated using a non-boston scientific syringe; however, despite multiple flushing attempts, only a minimal amount exited the tip, and proper flushing could not be achieved. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues, and the device appeared to be in good condition. Microscope inspection showed wrinkles around the heat-shrink tubing on the drive cable. Functional testing showed that the device flushed when the telescope was fully retracted but did not flush when it was fully advanced.